Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 55 mg/dl and experiencing a seizure. Customer was treated with intravenous saline and insulin, and was released from the hospital the same day with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified that pump functioned as intended.